Event description:
It was reported that the ilet delivered repeated restart alerts approximately every 20 minutes identified by an insulin shaft encoder failure, and the user had also experienced an insulin occlusion alert the prior day; during troubleshooting the user removed supplies, performed a dry run, and then received an unable to proceed alert that prompted another restart despite battery charge above 50 percent. Symptoms included a high blood glucose without reported hypoglycemia or other symptoms. Outcomes included user interruption of insulin delivery, device restart events, and the need for replacement of the pump with guidance to use backup therapy and to shut down the device to avoid further alerts. Investigation included technical troubleshooting, review of device behavior during a dry run, and coordination for device replacement and return for analysis. Investigation of this case revealed recurrent restart behavior consistent with an internal sensing or encoder malfunction and a prior occlusion event, with device component involvement in the insulin delivery subsystem. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction due to a component failure of the insulin delivery mechanism. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Device evaluation was completed. The device displayed the ¿unable to proceed¿ error message during a motor rewind attempt and, after three consecutive failures, annunciated alert 38 (motor stall). Disassembly and inspection revealed no visible debris or loose connections; substitution of the motor with a known-good reference unit did not resolve the issue, indicating the malfunction is associated with the mainboard. Based on investigation findings and previously established trends for similar events, the root cause was determined to be device malfunction. If additional information becomes available, a supplemental report will be submitted.